Manufacturer narrative:
The customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
Report received stating that during a demonstration, the listed device was extremely difficult to engage into the safety mechanism. The device was not used with a patient. No injury occurred.